Manufacturer narrative:
(B)(4). Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The bolus wizard functioning properly per bolus wizard sample in the 551 / 751 user guide. All bolus programmed during testing were properly delivered and saved properly at the bolus and daily history files. No bolus or bolus history anomalies were noted. The drive support disk was inspected and no anomaly was noted. Unit received with severely scratched lcd window.

Event description:
Customer reported an urgent care visit due to multiple high blood glucose readings. It was reported that the customer experienced blood glucose readings of 400 mg/dl and 250 mg/dl the following day. Customer's blood glucose reading at the time of the call was 344 mg/dl and has treated with a bolus and a manual injection. Troubleshooting was performed and the drive support cap was noted to be protruded. It was also noted that the cannula was bent and the alarm history showed no delivery and no reservoir alarms. No further information reported.